Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to open circuits, non-auditory sensations and failed on impedances 9 months after implantation. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.